Event description:
Ous MDR - a patient was reported to have received multiple inappropriate shocks after an implantation time of 25 months. The right-ventricular lead showed poor values during measurement via cable. Other than the shocks, there were no adverse patient effects reported.

Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was mol1, 38 charge processes had been documented. The connection system of the defibrillator was examined mechanically. The screws of the shock and pace outputs were ok. Leads inserted as a trial could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the dimensions proscribed by the is-1 and df-1 standard. The memory content of the ICD was checked; interference in the ventricular channel was visible in the available iegms. The signal sensing of the ICD was then tested in various temperature environments and proved to be free of noise. The ICD sensed applied signals free of interference. The ICD's capability to provide therapy was tested. The antibradycardic output signal was ok and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. Summary: the device is within specifications both in regard to the connection system and the electronics. There were no indications of a material defect or manufacturing error.